Event description:
It was reported that during cleaning after a surgical procedure at the user facility that the attachment was allegedly leaking oil. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during cleaning after a surgical procedure at the user facility, the attachment was allegedly leaking oil. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Evaluation conclusion: the device was discarded by the manufacturer.